Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 10mm. Pre-procedure stenosis was 65% and post-procedure was 5% residual stenosis. Direct stenting was not attempted. A 2.75x12mm liberte stent was implanted. An additional liberte stent was implanted to treat the dissection. The procedure was a technical success. The patient was discharged four days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months.